Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that patient complications occurred post procedure. A left atrial appendage (laa) closure procedure was performed. A 24 mm watchman ® laa closure device was deployed. The device met pass criteria so they released the device. It was approximately a 30-40 minute case and everything was straight forward with no issues. The patient's activated clotting time (act) at the time of the procedure was 274 and the patient had stopped taking coumadin 3 days prior to the procedure so their inr was 1.1. The follow-up echocardiogram was within normal limits; however, there was not a complete seal. A 2 mm leak was visualized in one of the echo views. No thrombus was seen. After the procedure the patient woke up fine. Six hours after the procedure the patient developed aphasia for about 5 minutes and then it went away. They also experienced a transient ischemic attack (tia). The patient was put on a heparin drip that ran through the night and was discharged on eliquis the following morning. The patient was asymptomatic with no residual defects.